Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the led digits were unable to illuminate and read incorrectly. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. One segment was found to be unable to illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the non illuminating diode on the 7-segment led display measured a higher voltage than functioning segments. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the led digits were unable to illuminate and read incorrectly. No patient impact or consequences were reported.